Event description:
Procedure: thoracic procedure. Doctor was using abc probe on the lung area. He noticed every time he moved the probe that the lung would start to bleed so he would spray the bleeding area with the argon. After this happened several times, the doctor removed the probe to see what was causing the bleeding and that is where they noticed the "needle" sticking out at the end of the probe.

Manufacturer narrative:
Chest xray was performed on the patient to confirm no more bleeding. Per user facility, patient is doing fine.